Event description:
The pt underwent MRI (magnetic resonance imaging). A motor stall was recorded in the pump event logs on (B)(6) 10 with motor stall recovery recorded on (B)(6) 10; the pump alarm was not heard by the pt's wife. The pump medication was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).